Event description:
Rptr states that the referenced denture cleaner caused a peppery/burning sensation wherever it touched her gums. After 2 weeks, she also began to have problems with blurred vision, increased urination, swelling of her hands and feet and having a bad taste in her mouth. She has used this product many times in the past without any problems. However, until just recently, she had not been able to find the product in the stores for 3 to 4 months. She began using a new set of dentures at about the same time she again began to use the suspect cleaner. But her dentist told her that her new dentures were made from the same material as her old dentures. She tried the suspect cleaner on her old dentures and found she experienced the same problems, however they were not as severe. On 5/25/99, MFR rep stated the product is manufactured on a dedicated line. They have rec'd no similar complaints. The code the consumer reported is not correct. On 5/26/99, rptr stated there are no other numbers on the bottom of the container.